Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the senior assistant editor stating the patient has diminished quality of vision. He cannot see if the light comes from the front side. The patient's left eye was already blind, and now he has compromised vision in the right eye too. The patient was quite depressed and frustrated with this event.

Manufacturer narrative:
The product was not returned for analysis. Fourteen slit lamp images were submitted and reviewed. Five of the images show a full view of the dilated pupil beyond edge of the capsule, with an ¿opaque¿ appearing iol as reported. The other nine images show a cross sectional view that may be consistent with a dense confluence of microvacuoles within the iol that is sometimes referred to as sub-surface nano glistenings. Based on the content provided in the medical information review, microvacuoles/nano glistenings have been observed but the cause cannot be determined. A definitive determination of iol condition cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received from the initial reporter, who stated that the patient previously had good visual acuity after iol implantation. However, the patient now reports being unable to drive and experiencing other related difficulties.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following approximately 6 and a half years of an intraocular lens (iol) implant procedure, the physician noticed that the iol had become opaque when the patient came for follow-up. There was no impact on visual acuity of patient.